Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and the tip was disconnected from the body of the catheter. The complaint is confirmed. The break point was inspected under magnification and a jagged edge was observed. The root cause of the failure is unknown, however, the customer stated resistance was felt during removal. The distal end of the body tubing and the proximal end of the tip tubing has the appearance that there was significant force applied to the fuse zone. The catheter showed evidence of proper manufacturing and all in-process testing was within the specification. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
The affected device has not returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the tip of the catheter seperated from the shaft during an interventional radiology procedure. The separation occured after the case was completed while removing the catheter from the patient. The tip of the catheter was found in the sheath and was removed. No harm or injury to the patient was reported.